Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2015 with blood glucose of 1200 mg/dl. Customer reported to have passed out and 911 were called. Customer was hospitalized due to diabetic ketoacidosis, renal failure, and heart attack. Customer reported that paramedics put insulin pump in a bag. Customer reported that insulin pump was wet and it was possibly due to insulin being pumped out. Troubleshooting was performed and insulin pump passed self-test. Customer requested for insulin pump to be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the unit received with cracked reservoir tube, cracked reservoir tube lip and cracked battery tube threads. No moisture damage on the motor assembly or electronic assembly noted during our visual inspection.